Event description:
An olympus field service engineer reported on behalf of the customer, that the visera elite xenon light source is showing a spare lamp error (indicator blinking). The field service engineer checked and found the light source is showing spare lamp error (indicator blinking), spare lamp glow but main lamp does not glow and count reset key also not working. The issue was found during a therapeutic lap cholecystectomy. Procedure done with other olympus device with no patient health impact.

Manufacturer narrative:
An olympus field service engineer checked and found light source is showing spare lamp error (indicator blinking), spare lamp glow but main lamp does not glow and count reset key also not working. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer reportable malfunction light source is showing the spare lamp error was confirmed, however the spare lamp glows, but main lamp is not lit, and the count rest key does not work malfunctions could not be reproduced. For the light source is showing the spare lamp error malfunction a definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be related to a failure of the spare lamp. For the pare lamp glows, but main lamp is not lit, and the count rest key does not work malfunctions a definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The issue was found during preparation for use.